Manufacturer narrative:
(B)(4).

Event description:
It was reported that the blade was shedding. All debris was removed with suction. A backup device was available to complete the procedure with a short delay. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.